Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "a strange yellow brick particle is observed in the gel of the cat product. 367986."

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "a strange yellow brick particle is observed in the gel of the cat product. 367986."

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and the fm in the gel appears to be a piece of a chopped stopper. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA: 796739 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.